Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
Physio-control engineers are investigating reports of dc failure when a lifepak cr plus device was drop tested.